Event description:
It was reported that an ilet pump using a freestyle libre 3 plus sensor did not display glucose readings while the user could see sensor status on the phone, and the pump showed a dosing stops in 2 minutes alert that was addressed by entering a fingerstick value to resume corrective dosing; the issue was characterized as intermittent communication failure involving the antenna/electrical and magnetic components and related to interoperability between the pump and sensor pairing workflow. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem consistent with intermittent communication failure traced to the device¿s antenna/electromagnetic communication pathway, and it was later confirmed that the sensor had been correctly scanned with the ilet app and readings would appear after warm-up. It was concluded, based on previously established findings for similar reports, that the cause was component failure.